Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 419488 lead, implanted: (B)(6) 2010; 457453 lead, implanted: (B)(6) 2010; 305u223 tissue valve, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that about two weeks post device replacement the presented to the clinic with a ¿beeping¿ sound. It was found that the right ventricular (rv) lead had an increase in rv pacing impedance and noise causing and audible alert. Due to noise from possible lead fracture and because of the chronic elevated thresholds on the lead the physician decided to explant and replace the lead. No patient complications have been reported as a result of this event.